Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported that he received no delivery alarms on the insulin pump and it seemed not to be vibrating when it should. The customer stated the no delivery alarms continued, despite multiple infusion set changes. His blood glucose was not known. Insulin did not exit during a fixed prime and the insulin pump did not alarm no delivery. Upon removing the reservoir from the insulin pump and disconnecting and reconnecting the reservoir and infusion set, insulin was able to be pushed through the tubing and exited. Insulin exited during a manual prime after reinserting the reservoir. It was advised the insulin pump was working as designed and the alarm was caused by an infusion set or reservoir occlusion, but there still could be a site issue. Nothing further was reported.